Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was inconclusive because the returned sample did not match the implicated device. The product returned for evaluation was one 20ga x 1¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. Microscopic inspection of the sample did not reveal any evidence of current or previous leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained hydraulic pressurization of the sample. No leaks were observed during evaluation of the returned sample; however, the complainant implicated a 20ga x 0.75¿ safestep and the sample submitted for evaluation was a 20ga x 1¿ safestep, suggesting that the returned sample may not have been the original complainant device. Consequently this complaint is inconclusive at this time.

Event description:
It was reported the device leaked and caused the chemotherapy drug to leak.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdns0170 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the device leaked and caused the chemotherapy drug to leak.